Manufacturer narrative:
Section d6b: explant date is unknown. It was reported that the patient system was explanted due to reason unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's thoracic system had been explanted on an unknown date for an unknown reason.